Event description:
Consumer claims to have been pierced at a retail vendor in 2001. Approximately four days later consumer sought medical treatment for pain and swelling of the right ear. Consumer received an injection of antibiotics and was also prescribed oral antibiotics.